Event description:
It was initially reported on (B)(6) 2011 that an alarm was heard; telemetry was not yet performed. The patient's low reservoir alarm was occurring; the patient was hospitalized "for other medical reasons". It was stated that "there was enough drug in the pump to change the programming with enough time for the pump to be refilled". It was later reported that telemetry was performed to the pump on (B)(6) 2011. At the time of the low reservoir alarm sounding, the patient had missed the pump refill date. The reservoir alarm was set to 4 mls drug volume. On (B)(6) 2011, the pump had 2.6 mls of drug in the pump. The reservoir alarm was lowered to 1 ml in order to turn off the pump alarms and arrange for a refill. The patient's hospitalization was due to an "unrelated condition, suspected pneumonia post aspiration event which occurred approximately 2 weeks ago". This was the reason for the missed pump refill. Drug delivered via the device was lioresal 2000 mcg/ml at a daily dose of 316 mcg/day.

Manufacturer narrative:
Catheter: model: 8709, (B)(4), implanted on: (B)(6) 2007, explanted on: unk; catheter: model: 8596, (B)(4), implanted on: (B)(6) 2007, explanted on: unk.